Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a combination cystectomy/ileal conduit procedure, the device self-activated without pressure on the activation button. No patient injury occurred and a new device of the same type was used without issue to continue the procedure.

Manufacturer narrative:
(B)(4). One used lf1520 ligasure device was received, and evaluation of the returned sample could not confirm the reported issue. Visual inspection found no defects. The device was activated on simulated tissue with satisfactory results, and the handle was latched and unlatched. No self activation occurred during use. The investigation found the device to function normally and within specifications. A review of the device history records for this lot could not be performed, because a lot number was not available.